Event description:
Info received indicated the left siderail will not stay up. The right siderail is working.

Manufacturer narrative:
The technician found the lower section of end tube was missing, preventing the siderail from latching, he replaced the siderail end tube and lower block to repair the stretcher.